Event description:
A falsely elevated troponin I (ctni) result was obtained on a patient sample on the dimension vista system. The result was not reported to the physician. The patient's subsequent samples were tested on an alternate methodology and a negative troponin I results was obtained in accord with physician expectations. The patient was not treated on the basis of the falsely elevated ctni result. There was no report of adverse health consequences as a result of the falsely elevated ctni result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discordant elevated troponin I result (relative to the alternate methodology) is heterophilic antibody binding. The presence of heterophilic antibodies has been confirmed by independent testing for heterophilic antibody in the siemens technical service laboratory testing. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.